Event description:
Customer stated the bag was removed from the freezer and transferred to a storage tank. When the product was removed from the tank, the customer noticed that the port head had come off of the bag.

Manufacturer narrative:
This is a cryocyte bag damage, in which the port head came off the bag. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag damages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. This is the first complaint of this nature reported for this product lot. This will be kept on file for trending purposes.